Manufacturer narrative:
A siemens customer care center (ccc) specialist was dispatched to the customer site. After evaluating the instrument, the cse verified that the wash station and acid and base delivery were functioning properly. The cse ran dark counts, dry, wetwash1, and wetwater diagnostics testing, which passed. The cse checked the reagent, sample and ancillary probes and adjusted the reagent probe 1 (r1) and sample plunger alignments. The cse ran quality controls and performed precision testing, which were acceptable. The customer ran quality controls and patient samples, which were acceptable. A siemens headquarters support center (hsc) specialist reviewed the instrument data and service report and determined that the customer did not follow the tube manufacturer's recommendations for centrifugation. The cause of the discordant, falsely elevated tni-ultra result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely elevated cardiac troponin I (tni-ultra) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s), who questioned it. The sample was re-spun and repeated on the same instrument, resulting lower. A new sample was drawn from the patient and tested, also resulting lower. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated tni-ultra result.

Manufacturer narrative:
Additional information (02/18/2016): upon a siemens's headquarters support center (hsc) specialist's recommendation, the customer validated spin times and centrifuge speed in accordance with the tube manufacturing specifications for centrifugation. The customer has not obtained any additional discordant results.